Event description:
The pt reported that a couple of weeks prior, he had a pod that was hard to fill and alarmed during fill. Unable to activate a pod, he used manual injections to control his blood glucose. Later that day, he was hospitalized due to hyperglycemia. He did not have his bg result at admission. He was still using injections to control his diabetes at the time of his call.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm any malfunction. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."